Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete device (implant date) information. Further information was requested but not received.

Event description:
It was reported that the patient experienced an increase in recharge frequency. The patient had to recharge the ipg several times a day to keep the stimulation on. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue